Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report, the surgeon complained of resistance on the universal surgical manipulator (usm3) instrument. The issue occurred when using two different types of instruments in usm3. The customer reseated the sterile adapter before calling. Customer requested usm3 be checked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi received the master tool manipulator (mtm2) involved with this complaint and completed the evaluation. Fa could not confirm nor reproduce the complaint. A visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via diagnostic test engineering (dte) and matlab passed. The mtm2 will be re-calibrated as a precaution. There was no trouble found with the mtm. A review of the procedure logs was performed. Per the review, the following was confirmed: system serial - (B)(4), event date - (B)(6) 2022, and procedure name ¿ cholecystectomy. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the fse replaced the master tool manipulator (mtm) due to resistance issue. The surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.